Event description:
While utilizing inari clottriever thrombectomy system, the device was malfunctioning. While attempting to re-sheath the device it did not work, the device had to be discarded and a new device (clottriever sheath) had to be opened. FDA safety report ID # (B)(6).